Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023. D4: batch # 534a16. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage, with a reload loaded on the device, with the jaws and trigger in the close position. Also, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. The reload was received partially fired 1/10. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information.     As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 534a16, and no non-conformances were identified.

Event description:
It was reported that during a thoracoscopic pneumonectomy, it was heated than usual when the battery was inserted into the device. Knife moved forward but stopped at 1st firing on the pulmonary artery. Knife reverse switch was used to return the knife and open the jaw. The cartridge was vasecr35. The device was used on the lung. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.